Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the axes controller platform (acp) for failure analysis investigation. The unit was analyzed and in log reviews, error 32101 was not located. Unable to confirm if the fault occurred in the field. Visual inspection, no issues were found related to the reported event. The unit was installed in the golden system where upon start up, error 32101 was replicated. The acp was installed in the golden system where the board was programmed successfully, when the system was turned on error 32101 appeared. Once testing was complete, the system error logs were investigated where error 32101 was located. The probable root cause based on findings from failure analysis may be attributed to electrical and fiberoptic defects pertaining to the acp.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the axes controller platform (acp). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the system had error 32101 recoverable fault. Technical support engineer (tse) reviewed logs and guided him for hard power cycle as issue associated with acp1 and performed hard power cycle but issue was the same. Theb oom height was at stow position so not bale to dock. Field service engineer (fse) to follow up. There was no reported patient injury. Intuitive surgical, inc. (Isi) obtained the following additional information: the ports were not placed prior to the issue being identified. The system bootup with error. The technical support was contacted for troubleshooting, and it was completed. The field service engineer replaced the part to resolve the issue. There was no patient injury. The support was not contacted prior to aborting or converting.